Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that scratches on the insulin pump and make it hard to see screen as well as squirted insulin during priming. Customer also reported that the insulin pump had issues with battery cap screwing on properly, reset with battery change and rewinding was slower than usual. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.